Manufacturer narrative:
Corrected b1: adverse event or product problem.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a blue/blank screen. The technical support specialist installed latest version of rss to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system screen is blue/blank. The customer stated that the nursing and tech have powered down the machine. The screen is locked in a blank/blue screen and doesn't completely reboot to function. There were no adverse events or injuries reported based on this event.